Manufacturer narrative:
The referenced history of previous gastrointestinal bleeding events are covered under medwatch MFR report# 2916596-2017-02005, medwatch MFR report# 2916596-2016-00816, medwatch MFR report# 2916596-2016-01327 and medwatch MFR report# 2916596-2017-00881. (B)(4). Approximate age of device - 3 years and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during a routine appointment, it was observed that the patient had expressive aphasia and increased confusion. The patient was admitted to the ICU. A head CT performed revealed a 12mm left subdural hematoma. A subdural hematoma evacuation was performed in the or. It reported that the patient has been off all anticoagulation for years due to history of gastrointestinal (gi) bleeding. On (B)(6) 2017, it was reported that the patient was started on thaladomine, lysteda and ddavp nasal spray in the last 60 days to stop gi bleeding. As of (B)(6) 2017, the patient remained in the ICU (status post craniotomy) with confusion, but improved speech. The plan of care for the patient included rehabilitation and blood pressure control. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.